Event description:
It was further reported that the target lesion location and deployment location of the 3.5x24mm perseus wh stent was the mid right coronary artery (rca), correcting the previously reported location as the proximal rca.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 75% stenosed, 3.5mm in diameter and 20mm long. The target lesion was treated with predilation and placement of a 3.5x24mm perseus wh stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with altered mental status and was admitted on the same day. Of note, the patient also had a history of brain stem bleeding. A CT scan of the brain revealed old cerebellar infarct with confluent microvascular change; no acute process was noted. Cardiac enzymes were within normal limits. Electrocardiogram revealed atrial fibrillation with nonspecific intraventricular conduction delay with premature aberrantly conducted complexes, and st elevation suggesting inferolateral injury or acute infarct. Repeat electrocardiogram findings were similar to the previous electrocardiogram. It was later noted the patient expired due to cardiopulmonary arrest. Death certificates report secondary cause was altered mental status.

Manufacturer narrative:
Correction: describe event or problem. (B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).